Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic and was experiencing muscle stimulation. The pulse generator exhibited backup vvi mode operation. Normal function was restored after a software download.